Event description:
(Ischemic right lower extremity). Prior to the index procedure, heparin or other anti coagulant was given. The subject was on a prior regimen of aspirin and anti platelet medication other then aspirin at the time of index procedure. On (B)(6) 2014, the subject received a loading dose of 324 mg of aspirin. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 23 mm lotus valve. Successful repositioning of the valve involved complete resheathing of the lotus valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. Retrieval was not attempted. On (B)(6) 2014, during index procedure, a safari extra stiff wire was placed in apex of left ventricle and balloon valvuloplasty was performed. Lotus introducer sheath with the lotus valve was placed into the descending thoracic aorta and the lotus valve was advanced into the stenotic aortic valve. During valve deployment, the subject developed hypotension and was treated with administration of epinephrine and CPR however, once the 23 mm lotus valve was implanted, the subject's hemodynamic status improved. On (B)(6) 2014, same day of the index procedure, post tavi, the subject was noted to have right lower extremity ischemia. Aortoiliac and right femoropopliteal thrombectomy was recommended. Post device implantation, distal embolization (non cerebral) and new ipsilateral ischemia was noted which lead to 'major vascular complication'. Of note, info about the device which caused dissection was not known. Also, site has confirmed that the subject had a prolonged and difficult access attempt and developed 'ischemic limb after closure'. On (B)(6) 2014, the subject underwent 'right femoral cut down' with thrombectomy of the right 'femoropopliteal' and aorto iliac artery. The subject was not transfused and no hematological measurements were performed for the event. At the time of reporting, the event was considered to be recovering/resolving. On (B)(6) 2014, the subject was discharged.

Manufacturer narrative:
The device was not received for analysis; therefore no physical or visual analysis of the product can be performed. The batch number is unk; therefore the manufacturing records for the complaint device cannot be reviewed. Review of the dfu notes the reported event as potential adverse event associated with the use of the device. A combination of pt and procedural factors appear to have caused or contributed to this incident. Product is distributed to safari tavr.